Manufacturer narrative:
The reported event was confirmed as use-related. Received distal part of catheter for evaluation. The sample was visually evaluated and observed the catheter was broke at the catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looked like the shaft was pulled with external forced that could cause the catheter to break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The following result was found during dimensional evaluation: length catheter : 36.5cm long. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] do not pull the catheter hard. [The bladder/urethra may be injured.] [Contraindications] be careful that the catheter is not exposed to oitments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Adverse events urinary-tract infection, hemorrhage, hematuria-allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments". (B)(4).

Event description:
It was reported that the catheter was pulled on and broken by the patient. This event occurred on the 5th day of placement and there were symptoms of dementia observed. An additional procedure was done using a cytoscope to remove the broken fragment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was pulled on and broken by the patient. This event occurred on the 5th day of placement and there were symptoms of dementia observed. An additional procedure was done using a cytoscope to remove the broken fragment.